Event description:
Overview: both nims and the checkpoint surgical nerve stimulator/locator were employed in a surgical procedure whereby the patient later alleged facial paralysis. History: checkpoint surgical representative was present during the surgery and stated that: checkpoint surgical nerve stimulator/locator was used and worked as intended, the doctor was pleased with the use of checkpoint, and there was no sign of nerve injury during the surgery. On (B)(6) 2015, during a discussion between the checkpoint surgical representative and another surgeon at the same facility, (but not related to the surgical case) the non-attending surgeon indicated that following evaluation of checkpoint, the patient reported facial paralysis. As noted above, the checkpoint surgical representative did not witness a device failure or have reason to believe that an adverse event occurred. In further conversation, it was discovered that the attending surgeon only implicated checkpoint because checkpoint usage was the only thing done differently from prior procedures. Additionally, the patient is currently lost to follow-up and the alleged facial paralysis cannot be confirmed or ruled out.

Manufacturer narrative:
As noted, a checkpoint surgical representative was present during the surgical case and states that the checkpoint worked as intended and that the surgeon observed no sign of nerve injury at the time of surgery. Further, while the patient reportedly did later present with facial paralysis during 2-3 month post-operative follow-up, checkpoint nerve stimulator/locator involvement was only implied because the surgeon has alleged he previously performed similar surgeries without checkpoint that did not include any evidence of facial paralysis. During follow-up discussion with the surgeon, the surgeon reports that all nerve branches were tested at the end of the surgery and responded normally prior to closure. At this time, the surgeon states that the surgical patient cannot be located and any evidence of continued facial paralysis can be neither confirmed nor denied. Accordingly, this MDR is being filed and in accordance with 21 cfr 803.56, a supplemental MDR will be filed if new and relevant information becomes available.